Event description:
The hosp representative reported an infusion pump with fail code 500 during pt use. Info was requested by baxter regarding specific pt info, pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no add'l info was available. A 1000ml bag was being used. No pt injury or medical intervention occurred. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.